Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 29 millimeter (mm) transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification which was standard for the implanting physician. Upon 80% deployment, "substantial" leak around the transcatheter valve was observed while the valve was well expanded. Subsequently, the valve was recaptured and withdrawn from the patient, and a 34 mm transcatheter valve was implanted without any issues. Per the physician, the patient being in between valve sizes contributed to the pvl. No patient complications were reported as a result of this event.

Event description:
It was reported that prior to the implant of a 29 millimeter (mm) transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification which was standard for the implanting physician. Upon 80% deployment, "substantial" leak around the transcatheter valve was observed while the valve was well expanded. Subsequently, the valve was recaptured and withdrawn from the patient, and a 34 mm transcatheter valve was implanted without any issues. Per the physician, the patient being in between valve sizes contributed to the pvl. No patient complications were reported as a result of this event. Additional information was received indicating that the pvl was moderate to severe.

Manufacturer narrative:
Updated data: b2. B5. Added second paragraph. H1. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.